Event description:
A report was received that a patient underwent a procedure to have their precision ipg explanted. The patient was experiencing discomfort at the pocket site. She previously had a pocket revision to try to put the pocket in a more comfortable location, but was still unhappy with it. The patient was not experiencing any pain with either pocket site. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device was returned for analysis, and findings were that the device exhibits normal characteristics. This is a final report.